Event description:
Please log in the attached allegation as a medwatch report. It appears that the complainant alleges the they suffered multiple adverse events after the device was implanted in her body (B)(6).